Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-mar-2023. H6: investigation summary customer returned one open pen needle loose without teardrop label. It was reported by the distributor that the needle is blocked. The needle was visually examined and observed bent pe. Most likely the customer complaint needle clog occurred due to bent pe cannula. As the samples return were open, root cause cannot be determined. Embecta was able to confirm the issue as bent pe cannula. No DHR review can be carried out as lot number is unknown. Based on the sample received, embecta was able to confirm the issue as bent pe cannula. Root cause cannot be determined as the return samples were open.

Event description:
It was reported that the unspecified bd pen needle was unable to deliver insulin. The following information was provided by the initial reporter: verbatim: needle blocked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd pen needle was unable to deliver insulin. The following information was provided by the initial reporter: verbatim: needle blocked.